Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, and displacement tests. However, the unit was unable to prime during the prime/compromised force sensor system test and alarmed with motor error during the basic occlusion test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test due to the prime anomaly. The drive support cap was inspected and no anomaly was noted. The unit was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that their insulin pump was alarming no delivery all day. The patient's blood glucose at the time of incident is unknown. The customer removed and reconnected the infusion set and reservoir and manually pushed insulin with the plunger slowly through the tubing; insulin exited the tubing. The customer then rewound the insulin pump and ran a manual prime but the insulin pump alarmed with no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.